Manufacturer narrative:
Intermittent button response due to corroded keypad trace(up arrow button). The insulin pump passed all functional testing, including idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No blank display, frozen screen or constant tone alarm noted. The insulin pump was received with cracked display window, cracked case at display window corners, cracked battery tube threads, stained end cap sticker and stained address/serial number label.

Manufacturer narrative:
(B)(4). It is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that electrostatic discharge occurred on the insulin pump. The customer took the batteries and cap off and set the insulin pump for 24 hours. The buttons on the insulin pump were not sensitive. Customer's blood glucose level was not reported. The device was not returned.